Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
This customer reached out shortly after receiving their aligners and stated they are having a very hard time wearing the aligners due to their gag reflex. They have trimmed the molars off and it does not help. They are not able to wear the aligners for the prescribed 22 hours a day.